Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot #: (B)(4), implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 3487a-33, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient indicated that their leads got switched in 2006 and their first battery was implanted in 2004. Patient services told the patient that this conflicts with the device records on file and then the patient did not seem sure. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3487a-33, lot# v004680, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). When asked if there was a device issue, patient/therapy issue, or procedure issue with the lead the hcp reported that the patient claimed there was a device issue. They noted that the ins was sent to the manufacturer and they were unaware of the final analysis. No further complications reported.